Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A customer quality engineer (cqe) reviewed the electronic record but observed that there were no records from the date of the reported event. The issue could not be verified or duplicated at the root cause could not be determined.

Event description:
The customer contacted stryker to report that their device will not charge fully. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device will not charge fully. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.